Manufacturer narrative:
On (B)(6) 2015, an fse was dispatched to the customer site to address the reported event. The fse noted that the tube came loose from the valve leading to the substrate pump and cut the tube ends to make a better fit. The fse then re-attached to the valve and rand the daily task which passed with no substrate errors. The ala-600ll analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the substrate tube was not attached. This report is being submitted due to a retrospective review conducted under CAPA(B)(4) .

Event description:
On (B)(6) 2015, a customer reported substrate incomplete error with the aia-600ll analyzer. The customer is unable to run lh ii, prog and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh ii, prog and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.